Event description:
Caller states, the compact test drum vial has an expiration date of 8/2008 printed on the vial. Manufacturer has the expiration date as 7/31/08. No adverse event reported. Requested return of suspect vial and replacement was sent.